Manufacturer narrative:
Neither the affected product nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection of the tip. Further, outer diameter is verified to 100 percent. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Event description:
The astron self-expandable stent system was selected for treatment of a moderately calcified lesion (95 percent stenosis degree) in a moderately tortuous part of the proximal right iliac artery. After pre-dilatation, the astron was inserted but could not pass the lesion. After several attempts, it was noticed that the tip of the stent was deformed. Another stent was used to finish the procedure.

Event description:
The astron self-expandable stent system was selected for treatment of a moderately calcified lesion (95 percent stenosis degree) in a moderately tortuous part of the proximal right iliac artery. After pre-dilatation, the astron was inserted but could not pass the lesion. After several attempts, it was noticed that the tip of the stent was deformed. Another stent was used to finish the procedure.